Manufacturer narrative:
The customer¿s reported problem was confirmed. There were no existing CAPA¿s listed for any of the parts listed in this file for repair. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted.

Event description:
(B)(4). (B)(6). Case description: customer reports error code 110.6021 on their 8015. Informed customer this is most likely due to the keypad. Customer will send to factory. Ended call.

Manufacturer narrative:
The customer¿s reported problem was confirmed. Serial number was not provided therefore a review of the device history record cannot be performed.

Event description:
The customer reported error code 110.6021.